Event description:
Related manufacturer reference number: 2017865-2021-39952. It was reported that the patient's right atrial lead exhibited oversensing of noise. During the lead revision procedure, the physician noted sparking from the implantable cardioverter defibrillator while using electrocautery. Burn marks were noted on the device. The lead was capped and replaced while the device was removed and replaced on (B)(6) 2021.

Manufacturer narrative:
Correction: changed h6 code to sparking. The reported event of burn marks on the can was confirmed in the lab. Burn marks and sparking are consistent with electrocautery and is not a device malfunction. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is external interactions during surgical event.